Manufacturer narrative:
(B)(4). Results: stent damage, failure to deliver the stent. Results/conclusions: tortuous and severely calcified vessel, 80% stenosis. Methods: film. Eval summary: the device was returned to the mfg facility for eval. The distal tip was slightly frayed. The transition tubing and distal shaft appeared stretched. The stent was displaced distally leaving the second distal segment positioned over the distal inner shaft marker. The first nine distal stent segments were intact. The remaining segments were bunched and displaced distally on the balloon. There were crimp impressions evident on the exposed proximal section of the balloon. The balloon folds on the proximal section of the balloon and pillow were partially opened. Cine image review: the cd images confirm the tortuous and calcified nature of the lesion. Despite numerous pre-dilations, it appears that the physician was unable to advance the stent across the lesion. It appears that post removal of the endeavor resolute device, the physician completed further ballooning of the vessel. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.25 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion. The target lesion was tortuous with severe calcification and 80% stenosis. The lesion was pre-dilated once using at 2.0 x 20 mm balloon. While attempting to cross the lesion, it was observed that some stent struts were damaged. No clinical sequelae were reported.